Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 + mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, assistance was needed to address bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. It was unknown when the customer was released from the ER but was released with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.